Event description:
The information recveived from the field states that during a procedure, the tip of two wires unraveled. The unraveling occurred both when withdrawing the wire through the balloon, and when advancing the wire through the balloon. Please note that multiple attempts have been made to acquire additional procedural and patient specific information, and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" ). Additional information will be submitted within 30 days of receipt. Please note that two products with the same catalog and lot numbers are being represented by this medwatch report.